Event description:
The manufacturer received a device for service with an allegation of the ventilator being inoperative. As per the work order, the device software was checked and upgraded, general service was performed, and the unit was calibrated. No parts were replaced. The device was restored to full functionality.